Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). Two clips were prepared and implanted without issue. A third clip was prepared and advanced into the anatomy. It was noted that it was a complex procedure. After several grasping attempts, the physicians suspected the valve may have deteriorated. The clip was attempted to be opened but did not release properly and part of the valve was removed with the clip. The patient was immediately converted to mitral valve repair surgery. The patient was noted to be stable post-operation.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). Two clips were prepared and implanted without issue. A third clip was prepared and advanced into the anatomy. It was noted that it was a complex procedure. After several grasping attempts, the physicians suspected the valve may have deteriorated. The clip was attempted to be opened but did not release properly and part of the valve was removed with the clip. The patient was immediately converted to mitral valve repair surgery. The patient was noted to be stable post-operation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open and positioning failure of inability to grasp. The reported patient effect of tissue injury appears to be due to the multiple grasping in conjunction opening attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as the patient was immediately converted to mitral valve repair surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.